Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During device setup, the implantable cardiac monitor (icm) was interrogated and displayed an error message. The icm was removed and replaced. The patient was discharged with no reports of adverse consequences.